Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" date: (B)(6) 2012, inratio: 3.5, 1.0, 3.5. Time elapsed between each method of testing is thirty mins. Pt's therapeutic range is 2-3.

Manufacturer narrative:
Investigation pending.